Event description:
Co has internally discovered a calculation error in the dose planning system and its predecessor. No complaints concerning this matter have been received from any of the system users. The error may, under unusual circumstances, result in miscalculation of the distance from the skull boundary to the target. Theoretically, this could result in a lower dose than prescribed to the target. This could happen only for superficial targets, using the device close to its very limits. Preliminary investigations show that the underdose is within normal accepted clinical fluctuations. Investigation will continue and co will inform FDA if any significant change in the preliminary conclusions are made. Gamma knife users have been informed and the software is being updated.